Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 300 mg/dl and over 400 mg/dl. Customer declined to troubleshot for high blood glucose value. The customer was also reported no delivery alert and the alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. Customer also reported failed battery test alarm which will reoccur with each new battery. Customer states the contact on the battery cap was missing or damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test, rewind, basic occlusion, prime/a33 and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected failed battery test or failed battery alarm and low battery alert noted. Device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm and perform the a21 error test, occlusion and excessive no delivery test due to motor error alarm. (B)(4).